Event description:
Add'l info rec'd from MFR 11/7/02: cardinal health (allegiance healthcare) was notified of this event on may 24, 2002. Investigation revealed that the drape reinforcement has passed the primary skin toxicity irritation test. Therefore, it is unlikely that pt safety could be affected with recurrence of the event. The exact root cause of the failure could not be determined.

Event description:
When using total joint custom pack the drapes were bleeding blue dye on the pt's skin after it was saturated with fluid. The blue was removed from the pt's skin with soap and water.